Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2022, transesophageal echocardiogram (tee) revealed a large, non mobile, spherical thrombus laminated to the roof of the left atrium. Five days post discovery of the thrombus, the patient underwent surgical intervention. The thrombus was mostly removed en bloc with a small adherence to the left atrial wall along the margin of the laa removed separately. The closure device was explanted and the laa was closed via non-boston scientific atrial clip. The patient fully recovered and was discharged one day post procedure.